Event description:
Rptr was referred to a vascular surgeon and a cardiologist because of blood pressure problems. The vascular surgeon implanted device. After implantation rptr could feel it "tearing inside" and had extreme pain inside their breast. Rptr thought their breast implants were ruptured. The device was removed 2 weeks later. Rptr activated device twice and then the 3rd time they had to go to the dr. At that time they found out the MFR reads the device, not their physician. Rptr didn't realize MFR reps were that involved and in the or when device was implanted.